Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced variable blood glucose with a low of 70 mg/dl around overnight hours followed by a high up to 317 mg/dl after breakfast while using the ilet and announcing meals, with glucose outside range since early morning and subsequent return to range. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates for the low, no ketone testing, no professional medical intervention, and no other assistance required. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with oral glucose and no clinical sequelae, and the cause of hypoglycemia remained undetermined.